Event description:
It was reported that the device resets. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and determined the cause for the malfunction to be a failed ic chip, designator u61.